Event description:
The initial reporter received a questionable elecsys hiv duo assay result for one patient's sample tested on the cobas e 801 analytical unit. On(B)(6) 2026, the patient's first sample results are: the initial result from the analyzer was 865 coi (reactive). The repeat result from the abbott analyzer was 233.28 s/co (reactive). On (B)(6) 2026, the patient's second sample results are: the initial result from the analyzer was 306 coi (reactive). The repeat result from the abbott analyzer was 87.59 s/co (reactive). On (B)(6) 2026, the patient's third sample result is 0.603 coi (non-reactive). The "reactive" result was reported outside the laboratory.

Manufacturer narrative:
The elecsys hiv duo reagent lot number is 839092. The expiration date was not provided.